Manufacturer narrative:
The insulin pump was received with motor error alarm during the basic occlusion test due to faulty force sensor system. The pump was unable to confirm compromised force sensor system alarm due to motor error alarm. The pump passed displacement test, self-test and unexpected error test. The pump passed all operating currents tested with in the spec range and passed off no power test. The pump was received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and severely scratched display window noted.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 120 mg/dl. The customer was advised that the force sensor was not working. The customer was advised to revert back to manual injections and monitor blood glucose closely.